Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment, but there was evidence of moisture in the battery compartment. The returned battery cap had no visible damage, and was able to secure onto the pump. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test passed. The pump was opened and no further evidence of moisture was observed inside the pump.